Event description:
It was reported that after a gastrectomy procedure the tissue pad came off. Another device was used to complete the case. There was no adverse consequence to the patient. No patient consequences were reported. Device will not be returned.